Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: "when opening a custom surgical pack while setting up for surgery, a foreign object was identified on the plunger of a syringe. It was very small, similar to a splinter. The room was torn down and set up using new supplies. The lot number was noted and we verified that we have no more of that lot number."